Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a stylet could not be passed down the lead. Several stylets were attempted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). The distal conductor distortion blocked the stylet insertion at 1 centimeter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.